Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of blank display, failed battery test and off no power anomaly from the insulin pump. The customer's blood glucose reading was 154 mg/dl. The customer stated that he had issues with the power. The customer stated that sometimes the battery goes dead when he puts in a new battery. The customer stated that the battery cap was worn a little bit. The customer reviewed the alarm history and there was a low battery alert prior to the off no power alert. The customer was advised to insert new energizer aaa alkaline battery. The customer was advised to monitor the pump.